Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057 product type: trial, (B)(4) pertain to product ID: 3057, product type: trial lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient was concerned about feeling stimulation in a different part of their body and was concerned that the lead might have migrated. The patient switched from the right to left side due to feeling stimulation differently. No further complications were reported/anticipated.